Event description:
Additional information was received from a healthcare provider (hcp). The patient's concomitant medications included interferon beta - 1a. The patient was treated with dilantin for the seizures and antibiotics for the pneumonia on (B)(6) 2016. An electroencephalogram on (B)(6) 2016 showed no epileptiform activity; diffuse slowing. It was not determined if the symptoms were related to the pump. The issue was resolved. On (B)(6) 2016, more information was received from the physician. He thought the patient had been in the ICU for issues that were not related to the seizure-like activity. He was not sure if the patient actually had a seizure. He did not think the seizure-like activity was related to the pump. The patient had a stall during the MRI, but it restarted in less than two hours.

Event description:
Information was received from a manufacturer representative in regards to a patient who was being treated with lioresal 2000 mcg/ml (698.4 mcg/day) intrathecal therapy via an implanted pump. It was also reported the dose was 684 mcg/day. The lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity. The patient's medical history and concomitant medications were unknown. It was noted the patient has multiple sclerosis (ms). A motor stall was seen at initial interrogation. The patient had not recently had magnetic resonance imaging (MRI). There were no reported symptoms. There was a motor stall on (B)(6) 2016 at 22:21 and recovery at 23:46, a motor stall on (B)(6) 2016 at 23:49, stopped pump period may exceed tube set on (B)(6) 2016 at 23:49, and motor stall recovery at 08:22 on (B)(6) 2016. The records also showed a motor stall on (B)(6) 2016 at 16:29 with motor stall recovery at 18:34 and all now showed recoveries. The patient had possible seizure/seizure-like symptoms on (B)(6) 2016. It was unclear if the symptoms were related to the pump or not. The representative would see if the patient had MRI's on those days to explain the stalls. The patient was also in the intensive care unit (ICU) for pneumonia but her spasticity was doing okay. Information was later received that the representative confirmed the patient had a MRI on (B)(6) 2016. This helped explain the stalls and telemetry state. Additional information was received from the manufacturing representative indicating the healthcare professionals in the intensive care unit (ICU) were the initial reporters. The neurologist refilled the patient's pump and had been caring for the patient. The patient's medical history included multiple sclerosis (ms) and the patient was usually in a long-term care facility. They did not have any further information regarding the event.

Manufacturer narrative:
Outcome attributed of hospitalization no longer applies to the event. The intensive care unit stay was not related to the seizure-like activity. The seizure-like activity was thought to be not relate to the pump. Updated. Patient code (B)(4) no longer applies to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.